Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set cannula was bent event on 26-mar-2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured within three hours of insertion. The insertion site was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR. Device 1 of 2.